Event description:
Customer reported no reactivity was observed during an emergency type and screen with a patient sample later confirmed to contain anti-jka. Patient was transferred to another facility where the antibody screen was positive. Customer was notified of the presence of the anti-jka. Customer repeated the sample with the same set of cells and observed a 1+ reaction with the homozygous cell.

Manufacturer narrative:
Ocd performed testing/batch review to ensure product performed as intended. (B)(4).